Manufacturer narrative:
Device return requested. There are no previous complaints on this device. The complaint will be reopened and updated in the event the device involved or additional information becomes available. A follow-up MDR will be submitted in the event additional information becomes available. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).

Event description:
On 09/13/2024, znyo medical received a report from the customer reporting the pump turns off during infusion and does not alarm. No report of patient injured/harmed.

Manufacturer narrative:
Upon reassessment, the reported device powers off its self failure mode has been determined to be non-reportable. The occurrence of device powers self off represents a severity of 1-inconvenience or temporary discomfort. Our evaluation concluded that the event did not pose a risk to the health of patients, users, or bystanders. Furthermore, the report did not allege a serious injury or death, nor would a recurrence of the reported issue be expected to cause or contribute to a serious injury or death. Reference to complaint #:(B)(4).

Manufacturer narrative:
Intuvie received a report stating that the device powered off during infusion without triggering an alarm. A review of the device's serial number history revealed no previous similar complaints. During the investigation, the reported issue of the pump shutting off during infusion could not be confirmed. However, the battery failed to fully charge, and repair efforts were unsuccessful in restoring the pump's functionality, preventing verification of factory default settings. Due to these limitations, the cause of the failure could not be determined. Additionally, the device failed the 30 psi occlusion test at 20 psi, while the passing specification is between 22 and 38 psi. The failure mode was confirmed, and the cause was determined to be the device being out of calibration. The device was recalibrated to resolve this issue. CAPA- zm2023-23 has been initiated to investigate the occlusion failure. Reference to complaint # (B)(4).